Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed low vacuum alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed low vacuum alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit displayed a low vacuum alarm. There was no patient involvement and no adverse event was reported.